Manufacturer narrative:
Concomitant medical products: 459888, lead ,implanted: (B)(6) 2020. W4tr01, crtd, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave (ffrw) oversensing was noted on the right atrial (ra) lead during atrial tachycardia (at) / atrial fibrillation (af) episodes on current electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.